Event description:
It was reported that the screen sometimes required multiple attempts to unlock. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information regarding the outcome of the event was provided.